Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
A generator was explanted and returned due to battery depletion. Generator product analysis was approved for the returned generator. The generator was unable to be interrogated. A measured battery voltage confirmed the device at end of service (eos = yes). During the functional analysis, a decrease in the supply current wait was observed. The decrease was observed when the c6 capacitor was isolated from the circuit. After the capacitor was substituted with an external capacitor, the pulse generator performed according to functional specification. The most probable root cause for the no communication and the end-of-service (eos) condition was identified to be a leaky capacitor (c6). Cause for the capacitors (c6) increase in leakage could not be determined. No other relevant information has been received to date.